Event description:
The customer tested his blood glucose using his contour meter and received a reading of 396mg/dl. He retested using another meter and received a reading of 118mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer is out of strips so there is no product to return for evaluation. Control solution was sent.